Event description:
It was reported that the patient underwent an unrelated procedure without setting their ipg to surgery. As a result, the ipg was unable to communicate with external devices. Surgical intervention may be required to rectify the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event estimated. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue and the thus the ipg was replaced to reestablish effective therapy.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.